Event description:
During a rotator cuff repair, the suture broke on the device while tightening the knot. The suture was removed from the pt. It was stated that adequate fixation was not achieved with this anchor but a back-up was successfully used. Confirmation of whether the anchor remains in the pt or was able to be removed is unk at this time. The surgeon did not experience a delay. An arthrex knot pusher was being used at the time of the suture breakage and a suture threader was not used. The ao2 finger technique was used and axial alignment was maintained. No pt injury or complications resulted.